Event description:
It was reported by the patient's daughter that the patient is deceased. The patient is reported to have been having an irregular heart rhythm for at least one week and was to have the implantable pulse generator (ipg) checked. Before the device could be checked the patient, who was on oxygen due to a respiratory issue is reported to have turned blue, was unable to breathe, went into cardiac arrest and went to the hospital where the patient died. The device was attempted to be returned by the family member but was unable to be retrieved by the cremation society. Additional information obtained from the cardiologist office noted that the last device check was performed four and one-half months prior to death and no issues were present and there were 4-6 years of remaining battery life. The clinic also noted the patient had a history of paroxysmal atrial fibrillation. The cause of death was requested of the cardiologist and primary physician and was unknown.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain cause of death information were made with the cardiologist and the primary physicians were unsuccessful. Concomitant product: addrs1 implantable pulse generator (ipg), implanted: (B)(6) 2012. (B)(4).